Manufacturer narrative:
Result - IV pole.

Event description:
It was reported by service report that there were exposed sharp edges from damage to the IV pole. No patient involvement or adverse consequences are reported.